Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had shifted or moved out of placement") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg found that one of her tubes was not occluded" on (B)(6) 2011. The patient's past medical history included parity 2. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pain in extremity ("pain on the left leg") and peripheral swelling ("left leg gets swollen at night"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. In 2011, the pain in extremity had resolved. At the time of the report, the device dislocation had not resolved and the genital haemorrhage, peripheral swelling, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for device dislocation and peripheral swelling with essure. The reporter considered pain in extremity to be unrelated to essure. Most recent follow-up information incorporated above includes: on 2-aug-2018: legal complaint received: case became legal and category updated to incident. Reporter information updated. Essure indication female sterilization and removal date (B)(6) 2016 was added. Essure start date updated from (B)(6) 2011. Events pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had shifted or moved out of placement") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg found that one of her tubes was not occluded" on (B)(6) 2011. The patient's past medical history included parity 2. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pain in extremity ("pain on the left leg") and peripheral swelling ("left leg gets swollen at night"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. In 2011, the pain in extremity had resolved. At the time of the report, the device dislocation had not resolved and the genital haemorrhage, peripheral swelling, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for device dislocation and peripheral swelling with essure. The reporter considered pain in extremity to be unrelated to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had shifted or moved out of placement") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg found that one of her tubes was not occluded" on (B)(6) 2011. The patient's medical history included parity 2 and rheumatoid arthritis. Concomitant products included azathioprine since august 2014, etanercept (enbrel) since august 2014, meloxicam since august 2014 and oral contraceptive nos from 2007 to 2009. On (B)(6) 2011, the patient had essure inserted. In january 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic"), vulvovaginal pain ("vaginal pain/pain: vaginal"), rheumatoid arthritis ("rheumatoid arthritis"), rash ("skin rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("pain in joints inflammation/pain: full body joint pain"), arthritis ("pain in joints inflammation"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition: type: unspecified") and was found to have weight decreased ("weight loss"). In march 2011, the patient experienced pain in extremity ("pain on the left leg") and peripheral swelling ("left leg gets swollen at night"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and urticaria ("hives"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. In 2011, the pain in extremity had resolved. At the time of the report, the device dislocation had not resolved and the genital haemorrhage, peripheral swelling, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, rheumatoid arthritis, rash, urticaria, dyspareunia, fatigue, weight decreased, arthralgia, arthritis, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, arthritis, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, pelvic pain, rash, rheumatoid arthritis, urticaria, vulvovaginal pain and weight decreased to be related to essure. The reporter provided no causality assessment for device dislocation and peripheral swelling with essure. The reporter considered pain in extremity to be unrelated to essure. The reporter commented: she is recovering from most of the symptoms if not all. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: left tube is patent; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2018: reporter information was added. This case concerns 36 year old patient. Her medical conditions were added. Her demographic was updated. Lab data was added. Essure insertion date was updated. Essure reported indication was amended. Her concomitant medication was added. Per plaintiff fact sheet following events: rheumatoid arthritis, skin rashes, hives, dyspareunia, fatigue, weight loss, pain in joints inflammation/pain: full body joint pain, hair loss and gastrointestinal or digestive system condition: type: unspecified were added. She is recovering from most of the symptoms if not all. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.